Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused acetaminophen during patient therapy in the cardiovascular intensive care unit (cvicu). The acetaminophen was programmed as a secondary infusion (400ml/hr, volume to be infsed 100ml) and after 15 minutes the pump alarmed "infusion complete" but there was still 70ml left in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.